Manufacturer narrative:
Device history record review was completed on the reported lot v2s056. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. A sample was not returned for evaluation, therefore, a root cause could not be determined for this product. We will continue to monitor trends for this product.

Event description:
Medwatch mw5116504 stated the customer reported that they have had several instances of the novaplus infant heel warmer exploding when squeezing for activation, which can result in injury to staff and/or patients. It is unclear at this time if this is isolated to a specific lot number. Customer did not provide any further information upon request.